Event description:
Pt reported that when she checked her blood glucose level it was in the (~400 mg/dl) range. Pt then stated that she removed her infusion device and noticed that the cannula was bent. She did not notice the cannula being bent prior to insertion.